Event description:
It was reported that during an un-specified procedure, the balance middleweight (bmw) guide wire was used without issue. The bmw guide wire was removed without resistance; however, it was observed that the distal portion was separated at the solder point, and remained in the delivery catheter. The delivery catheter was removed with the separated portion. The case was complete. No intervention was required. The patient had a good outcome and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and the reported device detachment was confirmed via returned device analysis based on the visual and scanning electron microscopy (sem) analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.